Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and a competitor right ventricular lead through the remote monitoring system. Additional information was received indicating that no other measurements were out of range. No revision was done. Perforation was suspected to be the cause of the high impedance measurement; however, there was no diagnostic procedure done confirming this issue. The device and lead remain in service. No adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.